Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the surgeon used three (3) proximal femoral nail anti-rotation (pfna) blades because it was not possible to remove the screwdriver from the blade. The first blade was inserted with inability to remove the insertion tool and extraction force. After a long and forced extraction of the first blade and the insertion tool (blade holder) test attempt (out of the patient) with a second blade with the ablation tool, the blade was blocked and then be released by force. The second blade was mounted on the ablation tool and then locked again, and dismounted by force. The third blade was put the patient with the ablation tool. The surgery was prolonged about two (2) hours. (B)(4).

Manufacturer narrative:
Manufacturing location: (B)(4). Manufacturing date: may 09, 2007. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: product investigation summary: received parts included: article 356.823 / impactor f/pfna blade / lot number 2264124. Article 04.027.036s / pfna blade perf l105 tan / lot number 9560610. Article 04.027.035s / pfna blade perf l100 tan / lot number 9340311. The blade (04.027.036s/ lot number 9560610) is indeed completely stuck on the impactor as reported. Both devices show marks of forcible and inadequate use all over on the surfaces. Additionally, hammer blows were discovered at the top of the handle. The second received blade (04.027.035s / lot number 9340311) also shows marks at the shaft and at the tip. The hexagonal screw recess of the locking screw is badly worn out. Because of the damages, the complaint relevant dimensions could not be checked for dimensional accuracy against the valid manufacturing specifications. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength, or structural stability. The values were in compliance with specifications and international standards. Based on the provided information alone, the exact cause of this occurrence could not be determined. Due to the various hammering marks and the wear and tear signs, it is likely that the instruments were subjected to excessive force applications, which could have caused the jamming and the malfunction of the devices. Please note: the tip of the pfna blade must rotate freely after attaching it to the impactor. This is essential for the implantation of the pfna blade. Otherwise, the recommendation is to remove and dispose of the blade. Over tightening of the connection between the impactor and the pfna blade is discouraged. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.